Manufacturer narrative:
The manufacturer has completed the investion for an allegation a ventilator's alarm did not sound when the device was turned on. The ventilator was returned to the manufacturer's quality assurance laboratory for investigation. The allegation of the device failing to sound an alarm could not be confirmed or duplicated. The device was found to alarm and operate as designed. During the evaluation of the device, "ventilator inoperative" codes were found in the ventilator's downloaded error log. These codes were related to the device's blower motor. Although ventilator inoperative codes were logged, the codes occurred prior to the customer's allegation of the device failing to alarm when turned on. The device's blower motor was forwarded to the supplier for root cause analysis and the device was scrapped. The device was scrapped.

Event description:
The manufacturer received information alleging a ventilator's alarm does not sound when the device is turned on. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.